Event description:
The hosp reported they experiened a total loss of image after hearing a "click" during procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.